Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine implant. It was noted during the procedure that the right ventricular lead could not be fixed when placed in the right ventricle. Multiple attempts were unsuccessful. The lead was replaced ant the procedure was completed. No adverse consequences to the patient were reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.